Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed unexpected restart when customer took out and reinserted the battery due to she was out of insulin and insulin pump froze. Troubleshooting was done. Customer's blood glucose was unknown. Customer will monitor the insulin pump. Customer stated after the insulin pump alarmed unexpected restart the insulin pump alarmed watchdog timeout. Customer's blood glucose was 166 mg/dl. Troubleshooting was done. The customer was assisted to perform self test and insulin pump passed. Customer reported back and stated that the insulin pump alarmed unexpected restart and screen was not coming out. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.